Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii-IV, seroma, and impaired healing. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old female who underwent a breast augmentation revision with a mentor memorygel, 405cc silicone prosthesis experienced right-sided capsular contracture grade iii-IV, seroma, and impaired healing post procedure. The abs was placed for the drainage of seroma. The culture was negative. The physical examination diagnosed the issue. As a result, patient underwent capsulectomy and unilateral replacement with 3507405mc, sn#: (B)(6) on (B)(6) 2023.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 08 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation some bubbles were observed on the sm mod classic gel, 405cc returned device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).